Event description:
Customer alleges that following an inguinal hernia procedure, a pain pump was placed and the patient later developed a staph infection. The patient was treated with antibiotics.

Manufacturer narrative:
Device was not returned for evaluation. The lot number for the catheter set used was not provided. Sterilization records for the lot number of the pump indicated that the dose was within the specified limits.